Event description:
Fmc canada reported a leaking set (from the point where the tube attaches to the safe-loc). 3/3/99 pt experienced abdominal pain, hyperthermia and effluent that was not clear. 3/8/99 the leak was discovered. Pt was given ancef as an antibiotic. Sample to be forwarded by fmc canada.